Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported seeing dark shadows (dysphotopsia). The iol was explanted and replaced. The relationship between this event and the iol is not known.